Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high scan on the sensor when compared to a competitor meter result. The customer experienced symptoms described as ¿wobbly legs, loss of strength¿, dizziness, sweating, tremors, and a loss of consciousness. The customer further reported being unable to self-treat however, they did not receive third-party medical intervention as no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.